Event description:
This was a recalled device. It came back from vendor not cutting properly, making a weird beeping noise. Cannot verify abnormal sounds and has full cutting output. Customer to verify if they are using a universal power supply (ups) as this could cause output issues. Must be connected to wall outlet. Repair order (B)(4). Leep precision generator lp-20-120 e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Manufacturer narrative:
Investigation: x-review DHR: x-inspect returned samples. Analysis and findings: complaint #(B)(4). Distribution history: this complaint unit was manufactured at csi on 1/24/2019 under wo #(B)(4) & (B)(4) and shipped on (B)(6) 2019. Manufacturing record review: DHR's 262036 & 262037 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 97397, this unit was at csi on 11/22/2021. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. A root cause is not definitively determined, however it is likely the customer had not been using a dedicated power supply from the wall. The operation of the unit can be impacted if plugged into something other than a dedicated power supply. Was the complaint confirmed? No. Correction and/or corrective action: the unit was evaluated, tested to specifications and returned to the customer. The customer was informed the device requires a dedicated power supply from the wall. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
This was a recalled device. It came back from vendor not cutting properly, making a weird beeping noise. Cannot verify abnormal sounds and has full cutting output. Customer to verify if they are using a universal power supply (ups) as this could cause output issues. Must be connected to wall outlet. Repair order (B)(4). 1216677-2021-00302 leep precision generator lp-20-120 e-complaint (B)(4).